Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose stem, pain, and metallosis. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A review of the device history records for the 1860553 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address stem loosening. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain and difficulty ambulating. Date of implant has also been provided. An unknown liner and head are now being reported to address these issues. Update has been electronically attached to the complaint document.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated: event/problem description. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening. Update: 8/7/2013: litigation papers received. Litigation alleges pain and difficulty ambulating. Date of implant has also been provided. An unknown liner and head are now being reported to address these issues. Update has been electronically attached to the complaint document. Update: 9/26/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose stem, pain, and metallosis. Records are available for further review. Update rec'd 1/31/2014- medical records received. After review of the revision operative note it indicated metallosis and stem loosening. There is no new additional information that would affect the existing MDR decision.